Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased by family on (B)(6) 2025. The patient's family stated they spoke with the patient on (B)(6) 2025. The system controller was interrogated, and the last data was on (B)(6) 2025 which showed pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of death and pump stop was unknown. It was noted that it was presumed to be that the patient fell asleep on their batteries, they were hard of hearing and their son stated that the patient did not have their hearing aids in when they were discovered and was on batteries. It was also stated that the device operated as expected although it was unknow if death was considered to be device or therapy related.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.